Event description:
It was reported that the patient had a loss of therapeutic effect. She was trying to adjust the ins (stimulator) because she had a return of her retention symptoms. She was diagnosed with a uti (urinary tract infection) and thought maybe her body was getting used to the stimulation so that was why she wanted to change programs. A week before reported event date she was diagnosed with the uti by the hospital, not her managing hcp (healthcare provider). She thought she was suffering from diverticulitis because she had pains in her stomach and a fever. She had no symptoms of a uti and reported her urine was clear. Four days before reported event date, she changed from program 2 at 1.6 volts to program 3. Program 3 caused pain in her rectum and didn't help. Even after turning the stimulation down she still had pain in her rectum. The hcp tried to reprogram her at the last appointment but every time the hcp tried to change the program it caused pain in rectum. She had hemorrhoids and states on certain programs the stimulation causes irritation to her hemorrhoids. Also reports the stimulation causes her hemorrhoids to bleed when it irritates them. The patient switch back to program 2 at 1.9 volts during the call and reported she does not feel the stimulation in her rectum anymore. She will monitor this setting and will discuss further with her hcp. She has an appointment with the hcp on next week. She had pelvic floor damage as the reason for her retention and states she hasn't had uti in well over a year. It was later reported that the patient was last seen in healthcare provider office on (B)(6) 2014 for reprogramming and (B)(6) 2014 to see doctor. The patient was scheduled to see healthcare provider on (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va077lr, implanted: (B)(6) 2013, product type: lead. (B)(4).